Event description:
Four patient advia centaur xp (B)(6) confirmatory results were reported as (B)(6) confirmed to the physician. The physician questioned the results. The results for the (B)(6) confirmatory assay were actually redilute and misinterpreted as (B)(6) confirmed for the four patients. Patient samples that are reported as redilute require further dilution for confirmation. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The correct interpretation of results was reviewed with the customer. The IFU (07398830 rev. N) states in the "interpretation of results" section: "the system reports advia centaur (B)(6) confirmatory results as invalid, redilute, not confirmed, or confirmed: samples are reported as invalid if the sample run with reagent "b" is below the cutoff value of the advia centaur (B)(6) confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are(B)(6) negative. Samples reported as confirmed are (B)(6)." No further evaluation of the device is required.